Event description:
Facility alleges that the lift tilted over while they were lifting a patient from bed to wheelchair. Patient did not fall and was not injured.

Manufacturer narrative:
Technician inspected the lift and found it to be in good working condition. Findings: the main shaft was set too low, causing the patient to be dragged on the bed mattress. Legs of lift were not extended and staff were pushing the lift with the sling, not using the lift arms. Technician reset the mast to highest position for the customer. He instructed the staff on proper procedures for moving patients from bed to wheelchair.